Event description:
Spontaneous call from patient's father stare. He called regarding 2 pumps serial numbers (B)(4). He advised both pumps were giving high pressure error. He advised she changed the cassette on one pump and it fixed the error but then gave the high pressure error shortly after changing. He advised she changed tubing and cassette and pump and was able to continue the infusion. Arranging for 2 pumps to be replaced for early am delivery. Advised him that if the high pressure alert continues then it would be advisable for them to have her central line checked. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace device? Yes; backup device? Yes, able to continue infusion? Yes. No add'l info details or dates are available at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to (B)(6) by pt/caregiver.